Event description:
On (B)(6) 2013, the patient contacted animas to ask questions about syringe needle size and insulin dosing instructions. Customer support explained that this information cannot provide clinical advice. The patient stated that the pump is six to seven years old and the battery cap was "missing". The pump may or may not have an issue with the battery cap; the patient did not provide additional details. Further the patient stated that the blood glucose (bg) was over 600mg/dl; no symptoms of hyperglycemia were reported. No further information could be obtained. This complaint is being reported because the patient reported elevated bg while using an alternate form of insulin delivery after discontinuation of insulin pump therapy.

Manufacturer narrative:
Follow-up #1 date of submission 01/23/2015-correction to suspect medical device model # and serial #.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.